Manufacturer narrative:
(B)(4). This report was filed by the MFR. No prod will be returned per customer. The customer complaint could not be confirmed because the prod was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported ballooning of the tubing pump segment just below the upper fitment. The rn reported that the channel was alarming for pt side occlusion, then displayed a channel error. The nurse then opened the channel door and noted the tubing was ballooning. The nurse reported that the set was correctly loaded. No pt harm or medical intervention was reported. No further pt/event info was provided.